Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the introducer needle was hard to remove. Customer blood glucose value was unknown at the time of the incident. The customer stated that the sensor needle fractured while in body. The sensor will not be returned for analysis.